Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry. The primary failure mode could not be identified. The fse cleaned the reference block, replaced the reference solution and the sodium electrode which resolved the issue. (B)(4).

Event description:
The customer reported the generation of different sodium (na) patient results generated between cell 1 and cell 2 of their au5800 chemistry analyzer. There was no report of an adverse event or injury.